Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
During a procedure for resection of a renal tumor in a (B)(6) patient, when testing the solero probe, a connection error message was displayed on the solero unit. It was reported the patient had been sedated prior to testing of the probe, however the probe had not been placed when the error message displayed. As no other probe was available, the procedure was discontinued. This event meets the criteria a reportable adverse event; patient safety risk due to unnecessary sedation. It was reported the patient did not suffer any adverse effects due to this event. It was indicated the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a solero probe. A visual review of the device noted no obvious defects. The device was connected to the laboratory testing solero generator. The pump was activated, and the device was primed with water. After priming, the tip of the device was placed in water and the ablation was activated. During testing, a "high refelcted power (hrp) message was observed. The cartridge cover was removed and the n-type was inspected. If fluid gets into the n-type it will trigger an hrp failure. The screw cap was removed and there was obvious fluid ingress. Additionally, the n-type solder workmanship was questionable. The shrink boot was removed, and fluid was found under the boot along the braided cable. This would be due to a poor seal of the glue around the manifold where the cable exits. When the water gets to the braided cable it can migrate into the n-type. The customers complaint description was confirmed. The root cause of this event was confirmed to be a manufacturing non-conformance. The reported lot jobs were completed in sept 2019 and nov 2019. Since that time the work instruction has been revised to clarify soldering and cleaning of the n-type. All team members performing this work step were trained to the new revision and discussed the importance of proper shrinking of the boot. A review of the device history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. Labeling review: the instructions for use (16600972-01), which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
As the reported solero probe was not returned, angiodynamics was unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint (B)(4)